Manufacturer narrative:
UDI :(B)(4). The hakim valve was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the valve was visually inspected; needle holes in the needle chamber were noted. The valve passed the tests for programming, occlusion, reflux and pressure. The valve was leak tested, only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The possible root cause for the issue reported by the customer was probably due to biological debris, at the time of investigation no functional issues were noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported it was not possible to program the hakim valve. After a craniotomy, the medical staff tried to program from 100, then 130, then 160, 200 and it was not possible. The control always showed the right setting, but the ventricles were still slim. The valve was disconnected and explanted, and then the ventricles went back to normal. It is unknown if the event led to surgical delay.